Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous "erratic" blood glucose (bg 279 mg/dl). Infusion set was changed. Pump settings were adjusted in an attempt to address bg. The customer alleged the pump was not delivering insulin accurately. After discussing the event with the customer, tandem clinical diabetes specialist did not believe there was a problem with the pump. Customer discussed the issues with a healthcare provider and reportedly discontinued use of the pump for insulin therapy.